Manufacturer narrative:
Date of event: date of event was approximated to 01dec2018 as no event date was reported. Investigation result: one flexiva ID tractip 200 laser fiber was returned broken in the hoop. The fiber measured approximately 314.1 cm from the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the laser fiber was noted to be broken out of the package. The procedure was completed with a another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. There was no serious injury nor adverse patient effects as result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber broke during use and misfired.